Event description:
It was reported that the device collected approximately 200 ml of blood. The collected blood could not be transferred to the blood bag for re-infusion. The pt did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not received by the manufacturer for investigation. If the device is received, a f/u report will be filed.